Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This single coil defibrillation lead exhibited high out o range shock impedance measurements with recent fluctuations. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.